Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure is gone do is the pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bursitis ("I was diagnosed with burisitis in the hips too") and arthralgia ("I do have flare ups occasionally, I couldn't walk to mailbox"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown and the bursitis had resolved. The reporter considered arthralgia, bursitis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : bursitis, medical device removal, arthralgia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.